Event description:
One endeavor stent was implanted to mid left cx as treatment of the target lesion. A dissection is reported to have occurred during index procedure. A second endeavor stent was implanted (overlapping) as treatment of dissection. A pot-procedure ECG was performed. Pt was asymptomatic at 1 month, 6 month, 12 month and 18 month follow-up. A spontaneous epistaxis bleed is reported to have occurred approximately 2 years following index procedure. Pt was taking asa 24 hours prior to event. Pt was asymptomatic 1 month later. Investigator indicated that event was not related to the study stent.

Manufacturer narrative:
(B) (4) - secondary intervention, additional stent implanted during index procedure. Results: dissection.